Event description:
The end user claims they were backing out of their garage when the throttle froze. End user stated they turned the wheel of the scooter and it jerked causing end user to fall off the scooter. End user alleges they sustained a broken elbow and tailbone.